Manufacturer narrative:
Block b3: approximated based on the date the medwatch complaint was submitted. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon popped during the egd procedure while attempting to dilate the patient. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.